Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the device on tissue? The device was used on the blood vessel. How was the device removed from the tissue? No information. Was there any tissue damage? No information.

Event description:
It was reported that during an open hepatectomy, the jaws did not open after several firings. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.